Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the provided product photographs attached to the notes and examination of the provided pictures found the reported device is disassembled. Non of the provided photographic evidence shows the reported event. The investigation can not confirm the complaint. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed. And a dimensional inspection document/specification review were not completed during the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: release to warehouse date: 26 june 2015. A manufacturing record evaluation was performed for the finished device and no non-conformance's were identified. Note: 2/4 pieces tested via cmm zeiss equipment had minor tolerance error, however additional measurements were performed on affected feature, and confirmed that these 2 pieces were within specification limit. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a procedure the items got stuck together and wouldn¿t release as they should. The surgeon switched the arms to successfully complete the procedure with two(2) minutes of surgical delay. No patient consequence. This report is for one (1) 125 deg aiming arm. This is report 4 of 4 for (B)(4).